Manufacturer narrative:
On 26-jan-2026, an additional set of sample results were provided. Sample 2 had an initial ckmb result of 44.7 u/l. The sample was repeated after preventative maintenance and recalibration and the result was 28 u/l. After the new application was installed, the sample was repeated again and the result was 26.5 u/l. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) found that electrical grounding readings were out of specification and that there was evidence of system contamination in the internal water lines. The fse performed preventative maintenance and application re-installation. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The reagent lot number is 87078401 and the expiration date is 31-jan-2026. The calibration and qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable creatine kinase-mb (ckmb) results for 1 patient sample on a cobas integra 400 plus w/o ise. The initial ckmb result was 32.2 u/l with a flag. The sample was sent to another laboratory for testing on another analyzer, and the result was 23 u/l. The repeat result was deemed correct.